Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite 3d one piece appliance has broken. Reportedly the lower left/ outside attachment sheared off. No injury was reported.